Event description:
Pt reported obtaining back-to-back blood glucose results of 108 mg/dl and 63 mg/dl on the advantage system. Pt indicated that, at the time the results were obtained, she was exhibiting symptoms of hypoglycemia. Pt self-treated by eating grapes and yogurt. No associated injury was reported. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.